Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the touch screen would not recognize the stylus. The screen worked with known good stylus. No stylus returned with programmer. Cleaned and reseated xy board to overlay connection. Replaced and calibrated stylus. The speakers were not working and had intermittent cracking noise. Replaced speaker assembly. Power cord insulation was peeling. Replaced power cord. There were broken tabs on the power cord bay door. Replaced power cord bay. The media bay door was damaged. Replaced media bay door. The rear display cover was damaged. Replaced cover. Reconfigured hard drive, reloaded, and updated software. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen did not correctly recognize the stylus. The programmer has been returned for service. There was no patient involvement.